Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced spasms, retention, vaginal dehiscence and urethral erosion. The device was removed. The device was not returned for evaluation.